Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with corroded keypad traces. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to water and would not work anymore. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.